Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had rewind anomaly. The customer's blood glucose was 249 mg/dl at the time of incident. The customer performed troubleshooting and was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump functioned properly during functional check including rewind basic occlusion, occlusion, prime, excessive no delivery, displacement test. No prime fill anomaly noted during testing. No rewind anomaly noted during testing. The insulin pump passed self-test, a21 test and all operating current measurement were normal. The insulin pump was received with minor scratched display window, cracked case at the display window corners and cracked reservoir tube lip.